Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The patient reported infusion set fell off while doing physical activity/sweating, swimming, or bathing. The infusion set was in use for a couple of hours most to 5 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.